Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 2, 2017 that a wallflex colonic stent was to be used to treat a malignancy in the descending colon during a colonoscopy procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but was deployed prematurely. The stent was removed using a snare and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.